Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip. **update**(B)(4) 2013 - sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Part & lot have been identified through invoice search. The complaint and associated mdrs were updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced pain and discomfort in her right hip. Update (B)(4) 2013 - sales rep reported revision procedure. It was noticed interoperative black corrosion around the trunnion/head taper. Complaint has been reopened for stem and sleeve information.

Manufacturer narrative:
The investigation has been reopened due to receiving part & lot information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address joint effusion, cysts, cloudy yellow synovial fluid, and black debris on the femoral neck component. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Evaluation codes the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Evaluation codes examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.